Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was returned for evaluation. The complaint runthrough ns and two separated pieces approx. 9.8mm and approx. 32.7mm in length were returned for evaluation. Magnifying inspection of the runthrough ns found that the ptfe coat layer had been sheared off the wire, where the core wire was exposed on approx. 425 - 475mm, 510 -520mm, 660 - 810mm and 825 - 1130mm from the distal end of the device. On the exposed core wire, some abrasions were found. On some segments, the ptfe coat layer was found to have been peeled outward. These findings indicate that this runthrough ns came into contact with a hard object such as a metal device and exposed to abrading force. The outside diameter was measured on the undamaged portion on the ptfe coated segment and verified to meet the specifications. Two separated pieces were ft-tr analyzed. Both were found to have the spectrum which was very similar to that of the ptfe coat layer of this product. A review of the device history record and the shipping inspection record of the involved product/lot number combination was conducted with no relevant findings. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "do not manipulate and/or withdraw the runthrough ns through a metal entry needle a metal dilator, or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the runthrough ns. Do not use the runthrough ns with devices which contain metal parts such as atherectomy catheters. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire." There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation, it is likely that the actual sample came into contact with a hard object, including a metal device, abraded and sheared the ptfe coat layer off the wire with it. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported when the doctor was doing a pci, he used a ptca g/w (runthrough) once for passing the balloon catheter. After he removed the runthrough guide wire from the patient, he put the runthrough into the ns, and he was then going to use this guide wire to treat another lesion. However, he found a problem with this runthrough. The coating was peeled off. The patient was not harmed.